Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/28/2016. The fse found that the rinse tubing to the differential mixing chamber was cut. The fse replaced the tubing, which repaired the leak and the vote outs. The repairs were verified by the fse. (B)(4).

Event description:
Reported the coulter lh 750 hematology analyzer was generating vote outs for differential results. While troubleshooting the field service engineer (fse) found a leak coming from the instrument. The volume of the leak was about 10 ml and was contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.